Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -15.0/+2.5/084 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to lens tear/break during injection into the eye. Another lens was implanted and the problem was resolved. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Corrected data: the reporter indicated the surgeon inserted and removed a 12.6mm vticmo12.6 implantable collamer lens, -15.0/+2.5/084 (sphere/cylinder/axis), in the patient's right eye (od), during the same surgery. The lens was removed due to lens tear/break during injection into the eye and the surgeon damaged the capsule. The surgeon performed phacoemulsification, with iol implantation. An intraocular lens (iol) was implanted in a second surgery and the problem was resolved. (B)(4). Claim # (B)(4).

Manufacturer narrative:
Corrected data: previous date not applicable, lens was not returned. Claim#: (B)(4).